Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter ruptured. It is unclear if the rupture was due to a pulling by the patient. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use related. Two sections a 5 fr dual lumen groshong nxt catheter were returned for evaluation. An initial visual observation showed the proximal catheter segment was broken 13.2 cm distal to the bifurcation hub, between the 44 and 45 cm depth marker. The distal catheter segment was measured to be 35.3 cm long and observed to be broken between the 34 and 35 cm depth marker. The segment between the 34 and 45 depth markers was not returned. The 45 through 48 cm and 52 cm depth markers were observed to be worn and faded. Use residue was observed on the returned sample. Tensile weakness was observed in three areas: between the 31 and 34 cm, 45 cm and 49 cm, and 52 and 53 cm depth markers. Both of the blue posts of the statlock were observed to be loose in the track. Plastic deformation was also observed between the 45 and 49 cm depth markers, just proximal to the break site. A microscopic observation revealed both of the break surfaces to be granulated and concave. The tensile weakness, plastic deformation, and texture of the fracture surface are all evidence of a tensile break due to over-stretching of the catheter.

Event description:
It was reported by the facility that the catheter ruptured. It is unclear if the rupture was due to a pulling by the patient. No patient injury reported.